Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. The device was not returned for evaluation. An image evaluation was performed on the image provided; however, it was not related to the complaint event. As the device was not returned, engineering was unable to perform visual inspection, functional testing, or dimensional analysis. During manufacturing all inspections are conducted on 100% of the units. The entire device is visually inspected and dimensionally testing during the manufacturing process. A DHR review was performed, and the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. In addition, the event does not allege a labeling issue or device related infection; therefore, no DHR is required. A lot history review was performed, and the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. In addition, the event does not allege a labeling issue or device related infection; therefore, no lot history is required. A manufacturing mitigation's review was performed. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The IFU provides guidance for warnings, precautions and potential adverse events. Warnings: accelerated deterioration of the thv may occur in patients with an altered calcium metabolism. Precautions: long-term durability has not been established for the thv. Regular medical follow-up is advised to evaluate thv performance. Potential adverse events: potential risks associated with the overall procedure including potential access complications associated with standard cardiac catheterization, balloon valvuloplasty, the potential risks of conscious sedation and/or general anesthesia, and the use of angiography: reoperation. Additional potential risks associated with the use of the thv, delivery system, and/or accessories include: structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), device degeneration and valve regurgitation. No IFU/training deficiencies were identified. A complaint history review is not required for devices implanted 5 years or greater with calcification, dehiscence, leaflet tears, thickened leaflet, pannus or structural valve deterioration (stenosis, regurgitation) reported as the complaint. A risk management documentation review was performed and while edwards durability testing of sapien xt valves meets and exceeds current guidance for bioprothesis valve durability, bioprosthetic valves are known to have a limited life span due to valve degeneration or deterioration over time. Valve degeneration or deterioration is generally due to a gradual, multi-year, and patient-specific process of calcification of the leaflets, and it is one of the potential adverse events associated with bioprothesis heart valves as outlined in the IFU. With the known inherent risk of device, valves that are reported for degeneration post implantation over 5 years are considered natural deterioration of the valve and are not considered a device malfunction; therefore, it is not included in the risk management file. In this case, the device under investigation had been implanted for more than 5 years and there is no evidence of device malfunction contributing to the reported event. Therefore, the risk management file review is completed, no further action is needed. The complaint for "central leak" was confirmed by medical records. A manufacturing non-conformance was unable to be determined. A review of the IFU and training manuals revealed no deficiencies. Aortic regurgitation (ar) in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. Structural valve deterioration (svd) can and typically does lead to chronic central leaks over a period of time. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g., patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Central regurgitation can also develop progressively if host fibrotic tissue grows onto the bioprosthetic valve. The growth may interfere with functionality of the device as the leaflet motion may be restricted leading to abnormal coaptation. As reported, "approximately 6 years and 5 months post implantation of a 29mm sapien xt valve in the aortic position the patient underwent a valve-in-valve procedure with a 29mm sapien 3 valve due to aortic insufficiency (ai)". Additionally, noted that patient had hyperlipidemia. Hypercholesterolemia is related to increased risk of aortic valve calcification in patients with degenerative and congenital etiology. Preventive treatment of hypercholesterolemia could play an important role to decrease or inhibit development of aortic valve calcification resulting in valve degeneration/deterioration and central aortic regurgitation (ar). As such, available information suggests that patient factors (hyperlipidemia) may have contributed to the complaint event.

Event description:
As reported, approximately 6 years and 5 months post implantation of a 29mm sapien xt valve in the aortic position the patient underwent a valve-in-valve procedure with a 29mm sapien 3 valve due to aortic insufficiency (ai). After a successful valve deployment, the delivery system would not fully unflex. No patient harm was reported.

Manufacturer narrative:
Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including, but not limited to, malposition of the valve, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, a severely elliptical annulus shape, valve under-sizing. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. In this case, approximately 6 years and 5 months post implantation of a 29mm sapien xt valve in the aortic position the patient underwent a valve-in-valve procedure with a 29mm sapien 3 valve due to aortic insufficiency (ai). After a successful valve deployment, the delivery system would not fully unflex. No patient harm was reported. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Na.